Event description:
It was reported that a prowater guide wire was being used in an attempt to retrieve another unknown guide wire. The prowater guide wire separated in two pieces. No attempts were made to retrieve the separated segment of guide wire which remains in the patient. There was no reported resistance was felt during advancement or retraction of the guide wire. No additional information was provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is manufactured by asahi intecc. Co. Ltd. Medical division; however, abbott vascular distributes the device and is responsible for MDR reporting. The analysis was performed by asahi intecc. Co. Ltd: the device was not returned for investigation. With the provided information, it is presumed that the tip of the prowater guide wire might be caught in the vessel when the retrieval of the unknown separated guide wire was attempted with the prowater, where push pull manipulation and/or rotational manipulation might be given to the guide wire repeatedly and/or with excessive force, resulting in the breakage of the guide wire due to the accumulated force which exceeded the products design limit. Separation or breakage of the guide wire is listed as one of possible complications and adverse events. Though the lot history review could not be done, since all the shipped products are inspected in the production process for meeting products specifications and the release criteria, there is no indication of a product deficiency. (B)(4).